Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit. The label states the rated burst pressure is 14atm/bar. It also identifies it is compatible with the 4fr sheath and 0.018¿ guide wire mentioned in the complaint form. The visual inspection confirms a longitudinal rupture of the balloon and a separation of the balloon from the catheter. The proximal shaft measures 69.4 cm in length and the balloon measures 10.2 cm in length. There are no signs that the device was not manufactured to current specifications. Visual inspection of the returned product does not change the results of this investigation. The complaint device was returned therefore, an investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, a definitive root cause resulting in initial burst or separation cannot be determined. The user did communicate they tried to withdraw the burst balloon through the sheath which may have contributed to separation. After rupture, balloon rewrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a left sfa and popiliteal angioplasty procedure on the (B)(6) female patient with calcified plaque, there was an antegrade left cfa puncture. The 4fr sheath to the sfa and the initial angiogram showed diffuse calcified plaque throughout; but with significant foal stenoses in the distal sfa and mid popliteal artery. There was a single vessel run-off in the peroneal; which is of reasonable calibre and multiple collaterals surrounding the ankle joint. An 018 system was utilized and a 5mm x 10cm balloon was deployed initially within the mid popliteal and then extending into the sfa. Following the third inflation in the distal sfa, the balloon ruptured. Balloon was withdrawn into the sheath; but at this point it became stuck, and on further pulling the catheter fragmented and the balloon itself was stuck within the sheath. On screening, the majority of the balloon was well within the sheath and the distal marker is identified, however there was a small area distally where there was a "wind sock" effect of the ruptured balloon. It was reasonable at this point to withdraw the sheath; which came out easily, and terminate the examination. Hemostatis was achieved. The consultant said the balloon ruptured circumferentially but the user facility managed to remove all the parts of the balloon without any further intervention. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
During a left sfa and popliteal angioplasty procedure on the 79 year old female patient with calcified plaque, there was an antegrade left cfa puncture. The 4fr sheath to the sfa and the initial angiogram showed diffuse calcified plaque throughout; but with significant foal stenoses in the distal sfa and mid popliteal artery. There was a single vessel run-off in the peroneal; which is of reasonable calibre and multiple collaterals surrounding the ankle joint. An 018 system was utilized and a 5mm x 10cm balloon was deployed initially within the mid popliteal and then extending into the sfa. Following the third inflation in the distal sfa, the balloon ruptured. Balloon was withdrawn into the sheath; but at this point it became stuck, and on further pulling the catheter fragmented and the balloon itself was stuck within the sheath. On screening, the majority of the balloon was well within the sheath and the distal marker is identified, however there was a small area distally where there was a "wind sock" effect of the ruptured balloon. It was reasonable at this point to withdraw the sheath; which came out easily, and terminate the examination. Haemostats was achieved. Additional information provided on 18nov2015: the consultant said the balloon ruptured circumferentially but they managed to remove all the parts of the balloon without any further intervention. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, device record history, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. There is no evidence to suggest that the device was not made to specification. The device appeared to have burst circumferentially, but this cannot be confirmed without visual inspection of the complaint device. It is possible that the burst may have started linearly, and then torn circumferentially. Based off review of the available pictures the distal portion of the shaft appears stretched and extends proximally into the sheath. The balloon and catheter were both broken just distal to the proximal bond. The user stated the balloon ruptured and they attempted to withdraw from the sheath and the catheter fractured with a majority of the balloon in the sheath. The physician screened the patient and the distal marker band was visible in the sheath. At this point the sheath and distal portion of the pta balloon catheter were withdrawn, it is assumed that the guide-wire was withdrawn at this time over inflation has been known to cause balloon rupture, but the inflation pressure used was not reported by the user. Highly calcified areas are thought to contribute to balloon ruptures and are more likely to contribute to circumferential ruptures. In the absence of external restraints, the balloon is designed to burst linearly. When sufficiently constricted by lesions/calcifications or other torturous anatomy, the tear may go circumferential. The user did report that the area being treated was calcified and diseased, which may have contributed to the failure. The user did communicate they tried to withdraw the burst balloon through the sheath which may have contributed to separation. After rupture, balloon re-wrap becomes difficult, making it more likely to separate during removal, especially in the case of a circumferential burst. A definitive root cause resulting in initial burst or separation cannot be determined. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information.¿ ¿use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ the appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
During a left sfa and popliteal angioplasty procedure on the (B)(6) year old female patient with calcified plaque, there was an antegrade left cfa puncture. The 4fr sheath to the sfa and the initial angiogram showed diffuse calcified plaque throughout; but with significant foal stenoses in the distal sfa and mid popliteal artery. There was a single vessel run-off in the peroneal; which is of reasonable calibre and multiple collaterals surrounding the ankle joint. An 018 system was utilized and a 5mm x 10cm balloon was deployed initially within the mid popliteal and then extending into the sfa. Following the third inflation in the distal sfa, the balloon ruptured. Balloon was withdrawn into the sheath; but at this point it became stuck, and on further pulling the catheter fragmented and the balloon itself was stuck within the sheath. On screening, the majority of the balloon was well within the sheath and the distal marker is identified, however there was a small area distally where there was a "wind sock" effect of the ruptured balloon. It was reasonable at this point to withdraw the sheath; which came out easily, and terminate the examination. Haemostasis was achieved. Additional information provided on (B)(6) 2015: the consultant said the balloon ruptured circumferentially but the user facility managed to remove all the parts of the balloon without any further intervention. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence